Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex(device#1) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries and underwent revision surgery; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventraex (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) on (B)(6) 2008 and an unspecified bard/davol composix kugel hernia patch (device #2) on (B)(6) 2010. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the ventralex (device #1) and the composix kugel hernia patch (device #2), and underwent revision surgery on (B)(6) 2009 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1) and composix kugel hernia patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."